Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. #: (B)(4) for rear case, (B)(4) for iui's a review of the device history record for sn (B)(4) was performed from date of manufacture 9/9/2008 to the present date 10/15/2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had a broken barrel clamp. No patient involvement was reported.